Event description:
Out of the 6 malyugin rings, 2 had issues. One had no ring at all in it, and the other when engaged would twist, and the surgeon could not manipulate it to align properly. The surgeon dr. (B)(6) is very familiar and competent in using this product.there was no patient injury involved.